Manufacturer narrative:
This report is being filed to relay corrected information. Brand name - based on information provided in journal article, the brand name of the system revised is unknown.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number and lot number of the reported device is unknown. Device history records review was not performed as the lot number of the reported device is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient had a revision of the acetabular cup due to osteolysis. Attempts have been made, but additional information has not been provided and patient outcome is unknown.